Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;3910707,I,SI,1,Edwards SAPIEN XT,9300TFX26,2993;3932586,I,SI,0,Edwards SAPIEN XT,9300TFX23,2993;3964094,I,SI,1,Edwards SAPIEN XT,9300TFX23,2993;3977464,I,SI,2,Edwards SAPIEN XT,9300TFX23,3190;4035524,I,SI,1,Edwards SAPIEN XT,9300TFX23,2993;4039771,I,SI,0,Edwards SAPIEN XT,9300TFX26,3190;4047985,I,SI,9,Edwards SAPIEN XT,9300TFX23,2993;4051747,I,SI,14,Edwards SAPIEN XT,9300TFX26,2993;4059072,I,SI,6,Edwards SAPIEN XT,9300TFX26,2993;4061954,I,SI,9,Edwards SAPIEN XT,9300TFX23,2993;4068479,I,SI,2,Edwards SAPIEN XT,9300TFX23,2993;4076735,I,SI,0,Edwards SAPIEN XT,9300TFX29,2993;4076807,I,SI,2,Edwards SAPIEN XT,9300TFX29,2993;4083851,I,SI,0,Edwards SAPIEN XT,9300TFX29,2993;4085604,I,SI,12,Edwards SAPIEN XT,9300TFX23,2993;4100524,I,SI,21,Edwards SAPIEN XT,9300TFX26,3190;4100578,I,SI,0,Edwards SAPIEN XT,9300TFX23,3190;4107324,I,SI,14,Edwards SAPIEN XT,9300TFX23,3190;4107584,I,SI,6,Edwards SAPIEN XT,9300TFX26,2993;4107584,I,SI,5,Edwards SAPIEN XT,9300TFX26,3190;4108642,I,SI,3,Edwards SAPIEN XT,9300TFX26,2993;4108642,I,SI,26,Edwards SAPIEN XT,9300TFX26,3190;4108642,I,SI,35,Edwards SAPIEN XT,9300TFX26,3190;4108642,I,SI,49,Edwards SAPIEN XT,9300TFX26,3190;4109467,I,SI,0,Edwards SAPIEN XT,9300TFX26,3190;4112732,I,SI,3,Edwards SAPIEN XT,9300TFX26,2993;4112732,I,SI,5,Edwards SAPIEN XT,9300TFX26,2993;4117592,I,SI,0,Edwards SAPIEN XT,9300TFX23,3190;4122384,I,SI,6,Edwards SAPIEN XT,9300TFX26,2993;4136439,I,SI,7,Edwards SAPIEN XT,9300TFX23,2993;4147417,I,SI,1,Edwards SAPIEN XT,9300TFX23,2993;4147488,I,SI,6,Edwards SAPIEN XT,9300TFX26,3190;4147621,I,SI,2,Edwards SAPIEN XT,9300TFX23,2993;4043414,I,SI,1,Edwards SAPIEN XT,9300TFX26,2993;4069233,I,SI,1,Edwards SAPIEN XT,9300TFX26,2993;3966581,S,SI,0,Edwards SAPIEN XT,9300TFX29,2993

Manufacturer narrative:
EXEMPTION NUMBER E2016006, NUMBER OF SERIOUS INJURY EVENTS 36. ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY. ALTHOUGH THE ASSOCIATED DEVICE IS LISTED AS THE ¿EDWARDS CERTITUDE INTRODUCER SHEATH SET¿, IT IS POSSIBLE THAT THE ¿ASCENDRA+ INTRODUCER SHEATH SET¿ WAS THE ACTUAL SHEATH USED. THIS SPECIFIC DETAIL IS NOT PROVIDED TO EDWARDS.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORT (ASR) ADVERSE EVENT SUBMISSION FOR FEBRUARY 2017 DATA EXTRACT FOR SERIOUS INJURIES FOR THE SAPIEN XT VALVE.